Manufacturer narrative:
Device was returned for investigation visual inspection was conducted and there were no signs of physical damage. Functional test was conducted, and the device passed the testing. In addition, there is no sharp edge in the array. Hence, the complaint cannot be replicated. This observation will be monitored and trended.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2024, the surgeon while attempting to deploy could not deploy the array. A uterine perforation was confirmed via ultrasound. Procedure was aborted at this point. No other information available.